Manufacturer narrative:
H10: the device was returned with an electronic photo for one of the malfunctions. The investigation of the first malfunction confirmed for break and fracture. The second malfunction only returned an x-ray image. The company is still investigating the issue at this time. The device is labeled for single use. H10: g4. H11: g1, h6(device code). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes 2 malfunctions. A review of the events indicated that model 7707540 port & catheter experienced a break. These reports were received from various sources. Both devices were used in the patient. One patient is a 82 year-old female, of 49 kgs. Age, weight, and gender for the other patient are unknown. There was no reported patient injury.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model 7707540 port & catheter experienced a break. These reports were received from various sources. Both devices were used in the patient with no reported patient injury. One patient is a 82 year-old female, of 49 kgs. Age, weight, and gender for the other patient are unknown.

Manufacturer narrative:
H10: a lot number was provided for one of the two malfunctions so a lot history review was preformed. Of the two reported malfunctions one was returned to bd for evaluation. A electronic photo and medical image were returned for review. Of the two malfunctions, one of the investigations confirmed for fracture. One investigation was inconclusive for break. Based on the information provided, the definitive root cause is unknown. The devices are labeled for single use. H10: g4, h6(device code 1260-fracture) h11: b5, h6(results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device was returned with an electronic photo for one of the malfunctions. The investigation of this malfunction confirmed for break. The second malfunction only returned an x-ray image. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes 2 malfunctions. A review of the events indicated that model 7707540 port & catheter experienced a break. These reports were received from various sources. Both devices were used in the patient. One patient is a (B)(6) year-old female, of (B)(6) kgs. Age, weight, and gender for the other patient are unknown. There was no reported patient injury.